Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 had failed. A field service engineer (fse) found no drawer failure. The fse logged into pyxis, accessed the desktop, and launched the hardware test application (hta), successfully testing the drawer. The back of auxiliary and full height drawer 5 were opened for inspection, and pyxis was powered down. The worn retractor band was replaced, the unit reassembled, and pyxis restarted. The drawer was retested in hta and functioned properly. After rebooting pyxis, a registered nurse logged in and confirmed successful access to auxiliary drawer 5. Medications were pulled from the drawer, and although the nurse mentioned an insulin drawer failure, it was found to be working fine likely due to a vial standing upright, making the lid difficult to open. The fse asked an escort to log in and open the cubie, then opened all full height drawers in auxiliary to remove trash and fallen medications. The medications were handed over to the escort. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.